Event description:
Information was reported by the healthcare professional (hcp) and consumer regarding the consumer's implanted pump which was used to deliver fentanyl (3000 mcg/day at 600 mcg/day) and clonidine (250 mcg/ml at 50 mcg/day). The indication for use was spinal pain. The patient's concomitant medications included dilaudid. On (B)(6) 2016 it was reported that the patient was admitted to the hospital on (B)(6) 2016 due to migraines, pain, and vomiting and a company representative was requested to come interrogate the pump. The patient reported that in the past year they have gotten very sick two times and they do not know if it is the pump or the fentanyl making them sick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.